Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). The previous report stated the date of manufacture (dom) was unknown. The dom (jun 6,2006) has been updated to reflect the date the device was manufactured. Therefore, UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The manufacturing location was unknown. The device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power was too low on the compact air drive device. It was noted that the motor ceased up on the device. It was further determined that the device failed pretest for check the power with test bench: minimum 110 to 160 watts and check function of soft mode switch (safety system). It was noted in the service order that the device was not working properly and the torque was low. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.